Event description:
Customer reported that they had two bars on the battery and the insulin pump suddenly went blank and the battery had to be replaced. The display was noted to return with the insertion of a new battery. Customer stated that there were couple marks on the screen of the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.